Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, it is likely that the following led to the malfunction: we could not identify the foreign material, and we could not conclusively specify the root cause of the foreign material remaining in the device. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.